Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united kingdom alleged that they received potential false positive results when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on two different cobas® liat® systems. The customer reported that from (B)(6) 2021 ¿ (B)(6) 2021, 7 patients¿ samples analyzed on two of their cobas® liat® systems generated sars-cov-2 positive, influenza a negative, influenza b negative results for each of the 7 samples. The patients¿ same sample if repeat tested on the same date or recollected samples when tested on a different dates on different platforms generated both sars-cov-2 negative and sars-cov-2 positive results. Patients¿ samples were collected using nose/ throat in (B)(6), virocult media. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patients. The results were reported out to the patients and/or personnel treating the patients. Seven (7) mdrs will be filed one for each patient as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No product problem related to the customer allegation was observed. (B)(4).

Manufacturer narrative:
(B)(4).